Event description:
Boston scientific received information that this family member contacted patient services to report that this patient had died in (B)(6) 2012. Patient services was informed that the patient had inhaled dust which contained lead, asbestos and crystalin fibers from an on-going remodeling project. The patient developed respiratory failure as a result of particulate inhalation. The patient had been hospitalized on multiple occasions before being scheduled for a device implant procedure due to developing cardiomyopathy. Following the implant procedure, the patient remained hospitalized in ICU for 17 days. According to the patient's infectious disease physician specialist, the patient developed an infection from inhalation of the particulate matter; an infection resulted in vegetation growth on one of the implanted leads. The formation and release of vegetation caused a massive stroke and death of the patient.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.